Event description:
This rv lead was implanted on (B)(6) 2005 and was capped/abandoned on (B)(6) 2014 due to impedance issues, high shock greater than 125 ohms. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).